Manufacturer narrative:
User reported issue was confirmed. The device was found to have a flow rate accuracy deviation beyond +/-5% specification and failed the pressure test. The device was repaired and retested to meet all the specifications on 12/15/2014. (B)(4).

Event description:
The user reported "meds finished 30 minutes sooner and it is not closing off. Everything is free flowing." No patient injury or harm was involved in this case.